Event description:
Information was received from a patient (pt) regarding that they had their first implantable neurostimulator (ins) replaced. Pt stated that the first ins was placed in the middle of their waist and was floating in there so they moved the ins to their buttock. Pt stated that they couldn't do anything because of the leads and that they really wanted to change it but they couldn't because of the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.